Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage keypad traces. The device was received with cracked display window corner, broken battery tube threads, cracked reservoir tube lip, and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and the alarm could not be cleared. The blood glucose reading was 12 mmol/l. The customer stated that no button was pushed longer than 3 minutes and the device had neither been dropped nor bumped. The customer also noted that the insulin pump had not been exposed to moisture. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.